Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they were up and down all night long at night. They feel like they were pretty normal during the day but the minute they lay down within an hour they were back in the bathroom and no more than 2 hours later again. This has been going on for a couple months. The patient was using a walker at the moment so was not sure if the urinary symptoms just seemed worse because of that making it difficult to get to the bathroom. The patient mentioned they had a bad fall. The patient does not feel stimulation sensation at all. Reviewed option to increase stimulation or try a different program until patient can follow up with managing healthcare provider (hcp). Assisted patient with increasing amplitude from 3.6 to 4.0 and they still did not feel anything stimulation sensation but will monitor symptoms for the time being. Reviewed possible risks of falls on the implanted system. The patient had a follow up appointment with managing physician's office in november.